Event description:
On 11/15/2022, it was reported by a sales representative via sems that a ar-6480 dualwave pump has no outflow. This occurred during a case when there was no outflow, the tube set was inspected for blockage, cuts, and bends. The tube set was replaced, and the issue continued. There was no patient effect reported.

Manufacturer narrative:
The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device. However, due to the device not being returned, we are unable to confirm the reported event.